Event description:
Joint pain - particularly small joints of the hands, neck, lower back, wrists, left hip, debilitating fatigue, headaches, thyroid problems, ibs - which has now been diagnosed as ¿leaky gut¿, food allergies and intolerances, brain fog - difficulty in recalling words mid-sentence. Lack of ability to concentrate, urinary frequency, constant thirst." The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "possible rupture on the right side with capsular contracture and ¿I believe I now have symptoms of them poisoning me, whether it¿s an autoimmune response to their presence or a neuro-endocrine affect, from the heavy metal and solvent toxins they contain." The device remains implanted. This record represents the right side.